Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an endoscopic hemorrhoids ligation procedure performed on (B)(6) 2024. Prior to the procedure outside the patient, when the device was prepared to be inserted into the patient, it was noticed that "the tip of the electrode had fallen off." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator with the suture detached.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle was returned without the ligator housing. The handle haf evidence that the trip wire was secured, there were no problems found with the suture or the trip wire. Per media analysis on the provided photo, the ligator housing had the suture detached from the ligator housing teeth. No other problems with the device were noted. The reported event of detached suture was confirmed. Upon media analysis, it was found that suture was detached from the ligator housing teeth; however, the returned component was just the handle without the ligator housing, and the handle had no problems found with the suture or the trip wire. Since the ligator housing was not returned and there were no damages found on the trip wire or the suture from the returned handle; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an endoscopic hemorrhoids ligation procedure performed on (B)(6)2024. Prior to the procedure outside the patient, when the device was prepared to be inserted into the patient, it was noticed that "the tip of the electrode had fallen off." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator with the suture detached. Additional information received on may 10, 2024: the speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure. Prior to the procedure, after the device was placed onto the scope, it was noticed that the suture was detached, which could not deploy the band normally.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h2 (additional information): block b5, block b7, and block g2 (report source) have been updated based on the additional information received on may 10, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an endoscopic hemorrhoids ligation procedure performed on (B)(6) 2024. Prior to the procedure outside the patient, when the device was prepared to be inserted into the patient, it was noticed that "the tip of the electrode had fallen off." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator with the suture detached. Additional information received on may 10, 2024: the speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure. Prior to the procedure, after the device was placed onto the scope, it was noticed that the suture was detached, which could not deploy the band normally.